Manufacturer narrative:
Analysis was performed by remote and bench service personnel which included testing of the affected device. The device was returned into bench repair and the results of the analysis were that the speaker and mainboard needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker and main board. The issue was resolved by replacing parts and the product is back in service and was returned to the customer.

Event description:
It was reported the device was presented with a speaker malfunction and there is no sound. The device was not in clinical use. There was no report of patient or user harm.